Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding (seriousness criterion medically significant). The patient was treated with surgery (robotic total hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 46-year-old female patient who had essure (batch no. A73748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included cough, sneezing, irregular menstrual cycle, fracture of spine, menometrorrhagia, female condom, joint pain, obesity, obesity, multigravida (1992, 1994, 2007), parity 3 and recurrent abortion. Previously administered products included for an unreported indication: mirena and aviane. Concurrent conditions included depression, anxiety, heavy periods, peripheral swelling, weight gain, constipation, sleep disturbance, urinary frequency, urinary incontinence, anxiety, cold intolerance, seasonal allergy, bloating, pain, post coital bleeding, post coital pain, endometriosis, autoimmune disorder, back pain, breast discharge, nausea, vomiting, fatigue, blurred vision, cardiovascular disorder, indigestion, abdominal pain, vaginal discharge abnormality, genital bleeding, generalised joint pain, dry skin, memory impairment, crying, hair loss, hair growth increased, hives, rash, seasonal allergy, chlamydial infection and adenomyosis. Concomitant products included ibuprofen since (B)(6) 2013 for migraine as well as clonazepam since (B)(6) 2014, codeine phosphate;paracetamol (tylenol with codeine no.3), droperidol, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), hydromorphone hydrochloride (dilaudid), hyoscyamine sulfate from (B)(6) 2017 to (B)(6) 2017, losartan from (B)(6) 2013 to (B)(6) 2013, medroxyprogesterone acetate (depo provera) since (B)(6) 2013, medroxyprogesterone acetate (provera) since (b)(6 2017, oxycodone and promethazine from (B)(6) 2013 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety and mental anguish"), 6 days after insertion of essure. In (B)(6) 2013, the patient experienced back pain ("back pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (robotic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dysfunctional uterine bleeding, dyspareunia, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysfunctional uterine bleeding, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Blood follicle stimulating hormone - on an unknown date: . Blood thyroid stimulating hormone - on an unknown date: . Endoscopy large bowel - on an unknown date: . Preoperative care - on an unknown date: . Ultrasound scan vagina - on an unknown date: . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ menorrhagia, depression, bloating, pain, joint pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: psf received : outcome updated of the event pain and bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 46-year-old female patient who had essure (batch no. A73748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included cough, sneezing, irregular menstrual cycle, fracture of spine, menometrorrhagia, female condom, joint pain and obesity. Previously administered products included for an unreported indication: mirena and aviane. Concurrent conditions included depression, anxiety, heavy periods, peripheral swelling, weight gain, constipation, sleep disturbance, urinary frequency, urinary incontinence, anxiety, cold intolerance, seasonal allergy, bloating, pain, post coital bleeding, post coital pain, endometriosis, autoimmune disorder, back pain, breast discharge, nausea, vomiting, fatigue, blurred vision, cardiovascular disorder, indigestion, abdominal pain, vaginal discharge abnormality, genital bleeding, generalised joint pain, dry skin, memory impairment, crying, hair loss, hair growth increased, hives, rash, seasonal allergy, chlamydial infection and adenomyosis. Concomitant products included clonazepam, codeine phosphate;paracetamol (tylenol with codeine no.3), droperidol, hydromorphone hydrochloride (dilaudid), hyoscyamine sulfate from (B)(6) 2017 to (B)(6) 2017, ibuprofen since (B)(6) 2013, losartan from (B)(6) 2013 to (B)(6) 2013, medroxyprogesterone acetate (depo provera) since (B)(6) 2013, medroxyprogesterone acetate (provera), oxycodone and promethazine from (B)(6) 2013 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"), 6 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (robotic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysfunctional uterine bleeding, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood follicle stimulating hormone - on an unknown date: . Blood thyroid stimulating hormone - on an unknown date: . Endoscopy large bowel - on an unknown date: . Preoperative care - on an unknown date: . Ultrasound scan vagina - on an unknown date: . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ menorrhagia, depression, bloating, pain, joint pain, back pain most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received: new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), psychological or psychiatric problems condition: depression, anxiety, migraines and the plaintiff did not undergo an essure confirmation test were added. New concomitant, medical conditions and lab data were added. New lot number was added. Patient date of birth was added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 46-year-old female patient who had essure (batch no. A73748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included cough, sneezing, irregular menstrual cycle, fracture of spine, menometrorrhagia, female condom, joint pain and obesity. Previously administered products included for an unreported indication: mirena and aviane. Concurrent conditions included depression, anxiety, heavy periods, peripheral swelling, weight gain, constipation, sleep disturbance, urinary frequency, urinary incontinence, anxiety, cold intolerance, seasonal allergy, bloating, pain, post coital bleeding, post coital pain, endometriosis, autoimmune disorder, back pain, breast discharge, nausea, vomiting, fatigue, blurred vision, cardiovascular disorder, indigestion, abdominal pain, vaginal discharge abnormality, genital bleeding, generalised joint pain, dry skin, memory impairment, crying, hair loss, hair growth increased, hives, rash, seasonal allergy, chlamydial infection and adenomyosis. Concomitant products included clonazepam, codeine phosphate;paracetamol (tylenol with codeine no.3), droperidol, hydromorphone hydrochloride (dilaudid), hyoscyamine sulfate from (B)(6) 2017, ibuprofen since (B)(6) 2013, losartan from (B)(6) 2013 to (B)(6) 2013, medroxyprogesterone acetate (depo provera) since (B)(6) 2013, medroxyprogesterone acetate (provera), oxycodone and promethazine from (B)(6) 2013 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"), 6 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (robotic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysfunctional uterine bleeding, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood follicle stimulating hormone - on an unknown date: . Blood thyroid stimulating hormone - on an unknown date: . Endoscopy large bowel - on an unknown date: . Preoperative care - on an unknown date: . Ultrasound scan vagina - on an unknown date: . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ menorrhagia, depression, bloating, pain, joint pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 46-year-old female patient who had essure (batch no. A73748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included cough, sneezing, irregular menstrual cycle, fracture of spine, menometrorrhagia, female condom, joint pain, obesity, body mass index normal, gravida ii (1992, 1994, 2007), parity 3 and abortion. Previously administered products included for an unreported indication: mirena and aviane. Concurrent conditions included depression, anxiety, heavy periods, peripheral swelling, weight gain, constipation, sleep disturbance, urinary frequency, urinary incontinence, anxiety, cold intolerance, seasonal allergy, bloating, pain, post coital bleeding, post coital pain, endometriosis, autoimmune disorder, back pain, breast discharge, nausea, vomiting, fatigue, blurred vision, cardiovascular disorder, indigestion, abdominal pain, vaginal discharge abnormality, genital bleeding, generalised joint pain, dry skin, memory impairment, crying, hair loss, hair growth increased, hives, rash, seasonal allergy, chlamydial infection and adenomyosis. Concomitant products included ibuprofen since (B)(6) 2013 for migraine as well as clonazepam since (B)(6) 2014, codeine phosphate;paracetamol (tylenol with codeine no.3), droperidol, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), hydromorphone hydrochloride (dilaudid), hyoscyamine sulfate from (B)(6) 2017 to (B)(6)2017, losartan from (B)(6) 2013 to (B)(6) 2013, medroxyprogesterone acetate (depo provera) since february 2013, medroxyprogesterone acetate (provera) since june 2017, oxycodone and promethazine from (B)(6) 2013 to (B)(6) 2017. On 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety and mental anguish"), 6 days after insertion of essure. In may 2013, the patient experienced back pain ("back pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (robotic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, dyspareunia, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysfunctional uterine bleeding, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Blood follicle stimulating hormone - on an unknown date: . Blood thyroid stimulating hormone - on an unknown date: . Endoscopy large bowel - on an unknown date: . Preoperative care - on an unknown date: . Ultrasound scan vagina - on an unknown date: . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ menorrhagia, depression, bloating, pain, joint pain, back pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history updated. Events: back pain newly added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.